Event description:
The customer reported that the unit lost power.

Manufacturer narrative:
The customer reported that the unit lost power. The unit was evaluated at philips and the reported failure could not be recreated. The device passed all testing. We could not determine the cause as the failure could not be recreated.